Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: description of event or problem. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: on (B)(6) 2015, patient received a cemented right attune posterior stabilized fixed bearing total knee replacement to address bilateral severe tri-compartmental osteoarthritis. Patella was resurfaced. Cement manufacturer was not identified. There were no complications. On (B)(6)2022, patient was seen in the clinical setting, presenting with pain and stiffness of her right knee. She had her other knee revised in the past to address aseptic loosening (knee manufacturer and other details were not provided). Radiographs of her knee show radiolucency around the tibial tray at the cement to implant interface, consistent with tibial implant loosening. Knee will require revision--diagnostically treated in the interim period with a right knee joint aspiration to determine if there is evidence of infection.

Event description:
Clinical notification received for revision due to pain/stiffness. Date of implant: (B)(6) 2015. Date of revision: (B)(6) 2022 (right knee). Treatment: revision; femoral component, tibial, and insert were revised. Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.